Manufacturer narrative:
11/18/2014 a medtronic representative, following-up at the site, reported the patient was impacted, screws in t6 and t7 breached and an extra spin was done to replace screws. Delay was 90 minutes. - 11/18/2014 a medtronic representative performed a navigation system check-out, all areas passed. Camera lens found to be dirty and was properly cleaned. System performed as intended. - return requested. Replacement positioning sensor unit (psu) kit shipped to site 11/18/2014. Replacement camera kit was returned unused. The psu with the alleged failure was not returned to manufacturer for analysis. - 11/26/2014 a medtronic representative performed a navigation system check-out. Unable to replicate inaccuracy when tested. Instruments inspected and in working order. Recalibration addressed. Synergy spine software upgraded.

Manufacturer narrative:
Contrary to what was initially reported the camera lens was cleaned on (B)(6) 2014, prior to the alleged inaccuracy occurring. Therefore, the dirty camera lens is not a probable contributing cause to the alleged inaccuracy. It is suspected that recalibration of the site's c-arm resolved the issue as no fault was found with the navigation system during testing and no further subsequent inaccuracy issues have been reported after the c-arm calibration was performed.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged a 3-4mm inaccuracy using a navigation system and a c-arm. The site reported that the surgeon continued the procedure with no delay and compensated for the inaccuracy. The surgeon completed the procedure with the use of the navigation system.